Event description:
Consumer reported complaint for high blood glucose test results. Godmother is calling on behalf of the customer. The customer is concerned with test results from results obtained of 365, 389, 465, 460 and 414 mg/dl. The customer¿s expected am fasting blood glucose test result is 150 mg/dl and expected pm fasting blood glucose test result range is 200-250 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 04/30/2024 and test strips were opened 15 days prior to call. The meter memory was reviewed for previous test result history: result 1: 365 mg/dl, date: (B)(6) 2022, time: 11:04 am fasting. Result 2: 389 mg/dl, date: (B)(6) 2022, time: 8:15 am fasting. Result 3: 465 mg/dl, date: (B)(6) 2022, time: 3:55 pm fasting. Result 4: 460 mg/dl, date: (B)(6) 2022, time: 2:50 pm fasting. Result 5: 414 mg/dl, date: (B)(6) 2022, time: 2:00 pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 31-oct-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 08-dec-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications.